Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed one (1) tube with the presence of bubbles in the gel. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to gel air bubbles before use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of gel air bubbles before use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance blood collection tubes, the customer noticed one (1) tube with the presence of bubbles in the gel. No patient impact reported.